Manufacturer narrative:
Follow-up # 1: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the error 4 message appeared between 5:00 and 6:00pm, approximately 1 week prior to contacting lfs. The patient manages her diabetes with a combination of medications including metformin tablets, diamicron tablets and lantus insulin. She denied making any changes to her usual diabetes management routine after obtaining the error message. She claimed that 8-10 hours after obtaining the message, she developed symptoms of "shaky, sweaty, faint [and] confused." She reported that she self-treated her symptoms with food and/or drink at 2:30am. No medical intervention was specified. The patient denied using any other device to test her blood glucose levels. During troubleshooting, the csr noted that the patient was not using the meter for the first time, she had been storing her test strips correctly, her testing technique was correct and the test strip completely drew in the sample. The csr walked the patient through a retest, but the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged issue with the meter started.